Event description:
It was reported that during a routine device change out procedure, a fluoroscopy revealed insulation abrasion on the left ventricular lead. The lead was functioning well and no intervention was reported. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.